Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine did not flow after placement of the foley catheter, so use was discontinued. But urine flowed with other balloons as told by the nurse.

Event description:
It was reported that the urine did not flow after placement of the foley catheter, so use was discontinued. But urine flowed with other balloons as told by the nurse.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: d, f, g, h investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is unconfirmed as the product meets specifications. Received 1 all-silicone temp sensing foley catheter with drainage bag. Verified material number 119314 and manufacturing lot number ngjt1812. Visual inspection noted no obvious observations. During testing, when flushed drainage lumen with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the solution flowed through drainage lumen and out eyelets with no difficulty. And catheter balloon inflated using in house syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty. The balloon deflated 10ml methylene blue solution within 01 min. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine did not flow after placement of the foley catheter, so use was discontinued. But urine flowed with other balloons as told by the nurse.